Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient who was receiving co mpounded baclofen (concentration 3000ug/ml, dose 663.9/d) via an implantable pump for intractable spasticity. On this report date, the manufacturing representative (rep) was assisting the health care professional with a refill procedure and they did not get any suction from the pump when they accessed the refill port; the health care professional aspirated drug initially successfully and then aspirated again to ensure proper needle placement. They got a good vacuum both times. On the second aspiration they got back fluid that had a pinkish tint. They again ensured that the needle was correctly placed as they felt the needle stop (metal feel). The drug did not pull in on its own as it sometimes does. The technical service specialist discussed with the rep that with the synchromed 2 pump one may not get any suction when the port is accessed. The rep wanted to know how to confirm that they were in the refill port. It was discussed that they should be using a template and if need be, they can verify under floro. It was also discussed that they can aspirate a little drug multiple times during the refill procedure. There were no symptoms reported. The health care professional successfully refilled the pump and the patient was reported to be doing well. The issue was resolved.